Event description:
Fibromyalgia, triggered by ruptured implants. Tests of all kinds, to rule out: arthritis, lupus, cancer of the spleen, pancreas, liver, colon, and stomach. Nerve scans of arms and legs, magnetic resonance imaging of brain, neck, entire back, right hip, and both breasts. Pain so severe, was nauseated daily, low grade temp on a regular basis. Pain began as soft tissue, then after explantation joints and bones are also painful.